Manufacturer narrative:
(B)(4)

Event description:
Patient was draped and before procedure instrument nurse noticed that there was a hole in the draping. Shaver handpiece was on the stomach and it was burning hot. There was some damage burn (1st degree) on the patient's stomach.